Event description:
A customer contacted a baxter medical affairs specialist to report an issue with an unknown primary disposable set. According to the report, the nurse was executing a procedure and felt resistance/difficulty when injecting the drug propofol. Eventually, the propofol was successfully injected into the patient using the upper y-site. There was patient involvement, but no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to not be available for evaluation. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.